Manufacturer narrative:
Onsite investigation was preformed and it was discovered that the reported event was caused by the x-stage cover when the x drive was moved. Position adjustment of the x-stage cover resolved the issue. No parts were replaced and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system makes audible binding noise when moving in the 'x' position. There was no patient present when this issue was identified.